Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to the emergency room on (B)(6) 2025 since infusion set cannula was bent which led to infection, pain and redness. The insertion site was belly. The infusion set was in use for less than one day. During hospitalization, the patient received antibiotic treatment. The patient was released from the hospital within few hours. No additional information available.